Event description:
A malfunction alarm occurred, identified as malfunction code 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance to reset the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any malfunction code recurs, which they acknowledged and understood.